Manufacturer narrative:
(B)(4).

Event description:
The user facility reported a complaint to customer service on (B)(6) 2020 for "l/g tight when plugged into processor" involving the pentax medical video colonoscope model ec-3890li, serial number (B)(4). No additional details were provided. The customer owned endoscope was received by pentax medical for evaluation on 28-jan-2020. The endoscope was inspected by pentax medical service under service order (B)(4) and during quality inspection the technician documented "forward water jet socket accessory stuck insidel" and the technician also documented the following inspection findings on (B)(6) 2020: insertion tube gauge/dig at stage 1, up/ down angulation knob play, image spots, distal body laser burn at channel outlet, passed wet leak test, passed dry leak test, residue on objective lens, right /left angulation knob play, f/w jet function testing not performed unit compromised, hole in # 2 remote control button cover, bending rubber gauges/digs, hole in # 1 remote control button cover, right/ left brake knob chipped. The device underwent repairs including the following components: o-rings and seals, distal end assy with tubes, adjusting collar, bending rubber, distal attaching plate, distal attaching screw, insertion flex tube, segment attaching screw, angle wire, rl lock knob, rl pulley assy, ud pulley assy, remote control button, jet socket shield pipe for ccd, rl lock base unit. During backlog review it was noted that a good faith effort(gfe) email was not initially sent, so no additional details were gathered. Model ec-3890li, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on 26-dec-2013. On 11-may-2021, a device history record(DHR) review for model ec-3890li, serial number (B)(4) was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 20-aug-2013 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 21-aug-2013. Instructions for use(IFU), includes the following warning section 2-1-3, 3) "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The endoscope was delivered to the customer on 18-feb-2020 under delivery order (B)(4).